Manufacturer narrative:
According to provided information, the pressure regulated volume control (prvc) performance was questionable, including causing insufficient inspiratory flow. The provided video shows the patient (baby) still trying to inhale more even when the ventilator was turned off for expiration in prvc. Trend screenshots show that edi increased when the baby was receiving ventilation through prvc, while edi decreased when the baby was switched to nava mode. Minute volume in both modes is relatively the same. Support case has been created for this case and based on analysis provided by subject matter expert from manufacturer's site, the device's settings should be adjusted. The baby was breathing too much spontaneously to be eligible for prvc. Although increasing the inhalation time might help somewhat in providing more air to the baby, it may not be enough. Therefore, neurally adjusted ventilatory assist (nava) would have been better in this case. Our conclusion is that there was no technical malfunction of the ventilator. The reported issue was related to ventilator's settings.

Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
The serial number for the medical device referred to in this medical device report has not been received, and therefore, no UDI number can be provided.

Event description:
It was reported that the ventilator had an issue with insufficient ventilation. There was no patient harm reported. Manufacturer's ref. #: (B)(4).